Manufacturer narrative:
Weight: unknown, information not provided, all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a male patient experienced the following: severe glare causing him being unable to drive at night; blurry vision for distance, near, and computer range; as well as light sensitivity under all lighting conditions. These symptoms manifested right after a zxt150 model intraocular lens (iol) was implanted in the left (os) eye. The iol was explanted and replaced with a competitor's lens. The patient outcome was reportedly excellent. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation ¿ yes, returned to manufacturer on 09/28/2021 section h3: device evaluated by manufacturer ¿ yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.